Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to an unspecified reason with his artificial urinary sphincter (aus). The aus was explanted and a new device consisting of a 3.5 cm cuff, pump and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a replacement surgery due to an unspecified reason with his artificial urinary sphincter (aus). The aus was explanted and a new device consisting of a 3.5 cm cuff, pump and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient underwent the aus replacement surgery due to recurring urinary incontinence. The patient was described as doing well after the procedure. The explanted aus was not returned for investigation.

Manufacturer narrative:
Event: updated. Patient code updated to reflect incontinence. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 04:16 pm CT. The report number is being corrected from: 2183959-2018-61598 to: 2183959-2018-60633.